Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not giving any no delivery alarms. The customer stated that there were no alarms or vibrations and that the absence of no delivery alarms persisted even after a five minute battery rest. The customer also stated that there were no alarms or vibrations during the self test either. Nothing further was reported.